Manufacturer narrative:
Additional initial reporter name is (B)(4). Additional event site email is (B)(4). Updated fields: b4,d8, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse recalibrated helium transducer to resolve issue. The repair was completed successfully. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) displayed a helium needs calibrating alert prior to use. There was no patient involved.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) displayed a helium needs calibrating alert prior to use. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.